Event description:
It was reported that the patient received inappropriate shocks and the right ventricular (rv) lead had a confirmed fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.